Event description:
When the 2.5x18mm cypher stent was being flushed with a 10cc syringe, the fluid sprayed out through a crack in the flush port. Per reporter, the outer package was not damaged. The product never entered the pt's body.